Manufacturer narrative:
Serial number was not provided therefore UDI is not available. Manufacturer's investigation conclusion: the reported event of low voltage hazard and no external power alarms while connected to the mpu was confirmed via analysis of the submitted log file. The submitted log file contained approximately 13 days of data ((B)(6) 2020 ¿ (B)(6)2020 per the timestamp). The log file captured a low voltage hazard and no external power alarm on (B)(6) 2020 at 02:42:28 due to a loss of external power while connected to the mpu. The alarm resolved once power from the mpu was restored. The system controller backup battery supported the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional provided information indicated that the serial number of the mpu is not known. It was also indicated that the mpu ac power cord did not have any connection issues, and that there was no known environmental circumstance (such as a loss of power to the house) that would have affected ac power at the time of the event. A request was made to determine if the mpu had a v-lock on the ac power cord; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that a low voltage hazard occurred due to a loss of power to the mobile power unit (mpu). Additional information from the site stated that the problem did not come from the mpu. It is known that no such connection loosening occurred and that there were no environmental circumstances affecting the a/c power at the time.